Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. The fse replaced the buffer valves, peristaltic roller pump tubing, block 2 for ref electrode and cleaning of the ise (ion selective electrode) flow cells which resolved the issue. No further issue was reported. (B)(4).

Event description:
A customer reported the generation of erroneously low ise (ion selective electrode) results for multiple patients on their au5800 chemistry analyzer. The erroneous patient results were reported out of the laboratory; however, there was no change to patient treatment in association with this event. The customer reported qc (quality control) issues after the event.